Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level and a bolus of insulin was delivered to address the bg level. The customer cleared the high bg alert. The customer did not know the cause of the high bg.